Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had air bubbles in the reservoir. The mother stated the air bubbles were a quarter of an inch in size. The customer's blood glucose was 235 mg/dl at the time of incident. The customer stated the insulin pump was not rewound with the reservoir in place to create the air bubbles. Troubleshooting was able to resolve the air bubbles with a set change. The customer declined to return the product for analysis.